Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the lips and ¿dark circles¿ with 0.3 ml of juvéderm® volbella¿ with lidocaine. The patient experienced no reaction at the ¿dark circles¿ but experienced ¿very important oedema in all lower face and neck after 5 minutes.¿ the patient was hospitalized and had unspecified diagnostic testing performed. The patient was treated with corticoids and allergica. Patient has been released from the hospital and felt better. The event was noted to be ¿50%" resolved.